Event description:
It was reported that atrial and ventricular noise was observed. The noise could be reproduced with isometrics. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.